Event description:
The customer reported: "the son uses this cannula type for many years now. Now he complains that his son started coughing with this cannula. He opened it for cleaning and noticed that it as full of blood. Then the cannula was exchanged and a sharp edge on the area of the cannula where it goes into the body was noticed. This was also the area of bleeding. The customer states that this has rasped on the patients throat when he moved his head. He coughed blood . The patient was not seriously harmed but dressing of the wound was required." Cross reference similar/related complaint records for this customer reported event: (B)(4) / MFR# 2936999-2014-00405, (B)(4) / MFR# 2936999-2014-00420.

Manufacturer narrative:
One box of fenestrated low pressure cuffed tracheostomy tube part number 10fen was received for evaluation, lot number of the tube is 120701641x, the box contained: one fenestrated 10fen outer cannula, one size 10 inner cannula with integral 15mm twist lock connector (white), one size 10 fenestrated inner cannula with 15 mm connector (green), one white 15mm cap, one size 10 obturator, one decannulation plug, and one neck strap. A visual inspection was performed and it was observed the outer cannula is assembled properly according to the drawing, the white connector inner cannula was inserted into outer cannula and no protrusion was observed and or sharp edges. No sharp edges were observed on the sample as well as in the outer cannula. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is not expected for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out; therefore, the reported customer issue cannot be confirmed. We are unable to determine the cause for this specific event. If the sample is received at a later date the complaint may be reopened and a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report.